Manufacturer narrative:
Correction to date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to charging more often was that it wasn¿t fully charged and he did change the program for increased stimulation. The patient reported that he didn¿t know the circumstances that led to the call your doctor message on the recharge; it showed up a few times and not he hadn¿t seen it come up. The patient reported that he charged the stimulator more often when he was sitting watching tv. The patient reported that he just kept it more charged than he used to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient used to charge the ins every 7-10 days and now they were charging every 2-3 days. The patient also reported that they saw a 'call your doctor' message on the recharger but they did not know the error code. It was reviewed that the charging issue could be related to the recharger message. The patient said they will monitor this and next time they saw the code they will write it down and call back for further troubleshooting. No symptoms were reported. No further complications were reported/anticipated.